Manufacturer narrative:
B3-date of event is estimated. A patient underwent a system replacement was reported to abbott. It was determined the patient developed increased pain while in post-op and was transferred to ER. The system was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-02644. It was reported that patient experienced pain at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Patient also experienced post operative pain. Reportedly, the issue been resolved.